Event description:
A retained portion of an arterial line was identified in the left wrist of a 66 yo. She had multiple admissions for scleroderma and organ failure from january 4th to present. She required multiple arterial lines during her prolonged hospitalizations. During assessment of her left arm to obtain an arterial blood gas a portion of a prior arterial line was seen by ultrasound and confirmed radiographically. Due to the complexity of her care needs and an intact vascular exam her team does not plan to remove the catheter fragment at this time.